Manufacturer narrative:
No pt injury was reported. A gambro field rep investigated the machine. Ran simulated treatment with value set by the operator, could not reproduce the reported condition. 510(k)# is k041005